Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. It was reported that the basket broke during the procedure. The device was not returned, so an evaluation as to the cause of the broken wire could not be determined. Possible causes for a broken basket wire: exposure of the wire to a laser. Exposure of the wire to an electrical source. Excessive force used to manipulate the basket. Manufacturing issue that resulted in a weakened wire. The cause for the reported damage could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: asc manger. PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy using a ncircle tipless stone extractor, the basket would not completely retract and they were unable to thread the device through the scope. (Reference patient identifier (B)(6)). A second ncircle tipless stone extractor was used and it was reported, the basket broke during the procedure. Another similar device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At this time no additional information is known.